Event description:
It was reported that the patient's generator and lead were replaced. The generator was replaced due to the patient experiencing an increase in seizures which was suspected to have been caused by battery depletion. The lead was replaced in order to be compatible with the latest generator model and there was no indication of a lead issue. The generator and lead were returned to the manufacturer however product analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Additional information was received that the scar tissue observed during surgery was due to how long the device was implanted. It was also stated that a month before replacement diagnostics were stated to be ok. Analysis was completed on the returned lead. There were set screw marks noted on the connector pin which showed that at one point in time there was good connection between the lead and generator. There were abrasions noted in multiple locations on the outer silicone tubing. The coil was noted to be stretched in multiple locations. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Based on the findings there was no indication of low impedance however a large portion of the lead was not returned so a full evaluation could not be completed.

Event description:
Additional information that the patient's increase in seizures first occurred two months prior to reporting. It was also stated that the patient's increase in seizures was related to battery depletion and scar tissue. Analysis was completed on the patient's generator. The generator was placed in a simulated body environment and showed no signs of variation in the generator¿s output. Electrical analysis was also performed and there were no issues observed. A review of the device history showed the impedance changed from low to high weeks after the explant of the device. It is unclear if the low impedance observed to occur sometime before while the device was implanted or explanted. There were no performance or any other type of adverse conditions found with the pulse generator.